Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to improper placement of the electrode array. During the same surgery, the patient was implanted with a new device.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed june 23rd, 2015,